Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log files. A review of the submitted log files spanned approximately 2 days ((B)(6) 2021 ¿ (B)(6) 2021 per time stamp). On (B)(6) 2020 at 07:54 the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to ~3v. This was due to a loss of ac power. The alarm cleared on its own shortly after power was restored. The backup battery was able to provide power to the controller during this event. The alarms did not affect the controller's ability to operate the pump at the set speed. The driveline was disconnected on (B)(6) 2021 at 09:33 for a controller exchange but was powered on briefly the next day while the driveline remained disconnected. No other notable alarms active in the log file. The mpu was not returned for analysis and remains in use. Additional information provided on (B)(6) 2021 stated that the serial number of the mpu was unknown and there was a recent power outage to the home. The root cause for the reported event was determined to be a power outage per the additional information. Device history records could not be reviewed due to the serial number of the mpu being unavailable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
A log file was sent in for review which found a no external power on the mpu was seen on (B)(6) 2021. It was reported that the mpu was currently operational. It was reported that there was a recent power outage.